Event description:
During an interventional procedure, the physician was deploying a 2.5 x 18mm cypher stent in a type b, lightly calcified obtuse marginal lesion with 90% stenosis. During deployment, the balloon ruptured at 12-14 atm. The patient started having chest pain and st elevation, as a result of this, the physician had to use a new world pass 2.5 x 15mm balloon to deploy the stent.

Manufacturer narrative:
During inflation of a 2.5/15mm cypher select stent delivery system, the balloon ruptured at 12 - 14atm. It was reported that the patient began having chest pain and st segment elevation on EKG; the physician used another balloon to fully deploy the stent. The vessel/lesion was described as a "not very calcified" 90%, type b stenosis in the 2nd obtuse marginal branch; vessel injury related to the burst was not reported. There was a non-sterile cypher select 2.50 x 18mm received for analysis. The stent was not received. Crystallized inflation medium observed inside the balloon and inflation lumen. The balloon had a leakage of 1 mm in length at the position of the distal marker band. Microscopic examination of the innerbody and distal markerband revealed no anomalies. Sem analysis performed on the outer surface of the balloon material revealed no clear evidence of surface abrasions that might have caused the balloon leakage. The exact cause for the confirmed balloon leakage could not conclusively be determined. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A leak test and 100% inspection is performed after stent crimping. All functional tests, including burst test, and multiple and prolonged fatigue tests passed. It is not known what factors may have contributed to the event. No corrective actions will be taken because there are no indications that the reported issue is related to the manufacturing process.